Event description:
Harmonic scalpel quit working in middle of surgical procedure. The harmonic scalpel was removed from field. A new harmonic scalpel opened up and put into use. The surgical procedure was completed without further incidence.